Event description:
It was reported that the customer had high blood glucose levels in the 400mg/dl range. Customer's blood glucose level at the time 348mg/dl. Customer reported that the insulin pump would not turn on. Through trouble shooting is was discovered that the customer had the battery in wrong. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.